Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump was replaced to resolve the mist/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿fog¿ or mist/haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was instructed to power off the unit and discontinue use. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the mist/haze issue, system risk analysis (sra), and functional analysis. The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the mist/haze issue for the sterrad® 100nx unit was reviewed for the prior six months from event date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump and tray assembly was returned and successfully completed a test cycle with no failures or faults. No mist, odor, smells, vapor, or smoke was observed. Visual inspection yielded no unusual findings, defects, or anomalies. The reason for the return and failure of the vacuum pump and tray assembly could not be confirmed. The assignable cause of the mist/haze is likely due to the vacuum pump and tray assembly. The asp field service engineer replaced the parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).